Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) experienced a system error and had a broken cover. The epg was repaired and returned to service. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for a field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.